Event description:
It was reported the pt experienced a burning sensation at her scs ipg pocket site while using system stimulation which continued after system stimulation was turned off. Subsequently, the pt switched to several alternative programs; however, the issue did not resolve. The pt was advised to leave system stimulation off. Moreover, the pt went to the e.r. Due to the burning sensation. The sensation eventually resolved on its own. It was also reported the pt experienced chest pain and shortness of breath which resolved with medication. Follow-up identified the pt was advised to turn system stimulation back on and the burning sensation did not reoccur. Additionally, a sjm representative reprogrammed the pt's scs system. Furthermore, the pt stated she felt as though her scs ipg was not laying parallel to the surface of her skin when the sensation occurred. The physician confirmed parallel placement of the scs ipg and determined the sensation could have derived from subcutaneous nerves.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.